Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing/no right ventricular sensing.

Event description:
It was reported that the right ventricular lead sensing value was fluctuating and r waves were noted to not be visible during deep b reaths. A revision was planned. No patient complications have been reported as a result of this event.